Event description:
The patient was revised to address a broken implant in the femoral neck region. Patient's revision operative notes were reviewed. There is no additional information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate of 1818910-2015-26857. This report, 1818910-2013-30521, will be rejected. 1818910-2015-26857 will be kept for investigational purposes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. Review of provided patient x-rays confirms implant fracture. It should be noted; medical record preoperative diagnoses indicates the reason for revision was failed left tha secondary to femoral implant breakage, heterotopic left hip, and morbid obesity/high body mass index in excess of 400 pounds. The patient is considered obese. The patient's extreme weight and bmi could have contributed to the early failure of the component. The IFU cautions against use in morbidly obese patients due to increase wear with one of the specific results being fracture of a component. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.